Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed by restarting the system. A philips field service engineer (fse) went onsite and analysed the system log files, which indicated an error related to the point (power inverter). Subsequently fse replaced the point. The defective point was returned to philips for further analysis. The analysis confirmed the point was malfunctioning during the start of the adaptation process, it was interrupted by an error message indicating an xsc calibration failure. No definitive root cause for the failure could be determined from the analysis. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality was still available and the procedure can be completed on the same system by a system restart, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.